Event description:
It was reported that during a thoracotomy procedure, the staples did not form. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date stent: 06/05/2009. Evaluation summary: the analysis results found that the device was received along a trt75 cartridge. The device was received in good visual condition and with a reload in the device. The reload was returned void of staples and in the locked position. In addition, a tissue sample was received with unformed staples present. However, no conclusion could be reached as to why the staples were not formed. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.